Manufacturer narrative:
To date, the device has not been received. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the camera head did not display an image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was received, and the phenomenon was not reproduced. Technical evaluation found that internal cable damage caused an image with horizontal lines. It was recommended to replace the cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.